Event description:
It was reported that the patient was experiencing severe cramping in the abdominal area and was no longer receiving pain relief so the stimulation was turned off. The patient reported during her move, she moved things around and heard a pop noise come from her back. Magnetic resonance imaging (MRI) was performed. The patient indicates that since the MRI she has felt weakness and more pain. The patient reported experiencing paralysis and extreme motor issues in the lower body. The patient will research new pain physicians for diagnosis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21150601; product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21150601.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21150601; product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21150601.

Event description:
It was reported that the patient was experiencing severe cramping in the abdominal area and was no longer receiving pain relief so the stimulation was turned off. The patient reported during her move, she moved things around and heard a pop noise come from her back. Magnetic resonance imaging (MRI) was performed. The patient indicates that since the MRI she has felt weakness and more pain. The patient reported experiencing paralysis and extreme motor issues in the lower body. The patient will research new pain physicians for diagnosis. Additional information was received that the patient was reprogrammed but it only provided short term relief. The physician reviewed the patient x-ray imaging and determined that the leads migrated. The patient was reprogrammed a second time. The physician will continue monitor the patient progress with the new programs. Additional information was received that the additional programming was unsuccessful. The patient was scheduled for explant, but the procedure was cancelled due to the inability to intubate the patient.

Event description:
It was reported that the patient was experiencing severe cramping in the abdominal area and was no longer receiving pain relief so the stimulation was turned off. The patient reported during her move, she moved things around and heard a pop noise come from her back. Magnetic resonance imaging (MRI) was performed. The patient indicates that since the MRI she has felt weakness and more pain. The patient reported experiencing paralysis and extreme motor issues in the lower body. The patient will research new pain physicians for diagnosis. Additional information was received that the patient was reprogrammed but it only provided short term relief. The physician reviewed the patient x-ray imaging and determined that the leads migrated. The patient was reprogrammed a second time. The physician will continue monitor the patient progress with the new programs.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21150601. Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21150601.